Manufacturer narrative:
As reported, the doctor deployed the 5f mynxgrip vascular closure device (vcd); however, after locking the syringe and deflating the balloon, the doctor felt resistance while attempting to remove the device through the advancer tube. Inflation indicator was not visible - implying the balloon was deflated. The doctor pulled negative on the syringe again and re-deflate the balloon. This was attempted two times, but resistance was still felt when attempting to remove the device. The device was then removed as one unit (device and advancer tube). Everything was removed with little resistance and physician held pressure for 3 minutes. The patient was very agitated and moving despite the attempts by the staff to keep the patient still. After 3 minutes of holding pressure and physician feeling a pulse, the doctor removed their hand and noticed a hematoma the size of a softball was present. The attending physician was notified and stepped in, lowered the bed and held significant pressure to suppress the hematoma. The patient¿s blood pressure dropped to the 50's. The code team was alerted. Patient¿s vital signs improved, and hematoma was suppressed, pulses were good and stable on right foot. The device was used after an embolization of inferior mesenteric artery (ima). An antegrade approach was used via the common femoral artery. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The balloon fully deflated. The deployer was not pinching/pinning the balloon with the advancer tube and the balloon was not inverted. There were no anticoagulants, antiplatelets or any thrombolytics used during the case. The act during the procedure was within range. There were multiple sheath exchanges. There were no multiple stick attempts made before intravascular access was achieved. The hematoma was the size of a softball prior to suppressing. Additional patient and procedural details were requested but were not available. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The stopcock was open. The advancer tube was observed on the device, covering the balloon as received. The procedural sheath and the syringe were not returned with the device. Per microscopic analysis, visual inspection under high magnification showed that the balloon was bunched up at the distal end of the advancer tube, and some air was observed trapped in the balloon. Per functional analysis, the balloon was distally pulled out from the advancer tube lumen. Inflation/deflation test was performed on the balloon of the returned device. The balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator. Then the balloon was deflated, and the device was withdrawn through the advancer tube without issue. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2033601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam - inside the vessel¿ was not confirmed during analysis of the returned device. The device preformed as intended during functional analysis. The exact cause of the reported event could not be conclusively determined. However, based on investigational findings, the balloon of the returned device was not fully deflated, and some air/liquid was trapped in the balloon, which may have obstructed the device path and prevented the balloon from being withdrawn through the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, to remove the device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If the balloon is not completely deflated prior to being pulled through the advancer tube, air/liquid could be trapped inside the balloon or the balloon distal tip could be inverted, resulting in a balloon retraction jam. The reported ¿hematoma¿ could not be confirmed as procedural images were not provided. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and are listed as such in the IFU. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. The reported hypotensive episode could not be confirmed or further clarified, nor a relationship to the device established. A drop in blood pressure during and post sheath removal is often the result of a vasovagal reaction that is usually caused by discomfort or pain. Based on the information and the product analysis, it is not possible to draw a clinical conclusion between the device and the hematoma and blood pressure drop. However, patient, pharmacological and/or procedural factors may have contributed the reported events. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the design or manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor deployed the 5f mynxgrip vascular closure device (vcd); however, after locking the syringe and deflating the balloon, the doctor felt resistance while attempting to remove the device through the advancer tube. Inflation indicator was not visible - implying the balloon was deflated. The doctor pulled negative on the syringe again and re-deflate the balloon. She attempted this two times, but she still felt resistance when attempting to remove the device. She then removed the device as one unit (device and advancer tube). Everything was removed with little resistance and physician held pressure for 3 minutes. The patient was very agitated and was moving despite the attempts of staff to get him to stay still. After 3 minutes of holding pressure and physician feeling a pulse, the doctor removed her hand and noticed a hematoma the size of a softball was present. The attending physician was notified; when stepped in- lowered the bed and held significant pressure to suppress hematoma. The patient¿s blood pressure dropped to 50's. Code team was alerted. Patient¿s vital signs improved, and hematoma was suppressed, pulses were good and stable on right foot. The device was used after an embolization of inferior mesenteric artery (ima). An antegrade approach was used via the common femoral artery. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. The balloon fully deflated. The deployer was not pinching/pinning the balloon with the advancer tube and the balloon was not inverted. There were no anticoagulants, antiplatelets or any thrombolytics used during the case. The act during the procedure was within range. There were multiple sheath exchanges. There were no multiple stick attempts made before intravascular access was achieved. The hematoma was the size of a softball prior to suppressing. Additional patient and procedural details were requested but were not available. The device is expected to be returned for analysis.